Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level recorded on (B)(6) 2017. There were no irregular bolus requests. Basal rate was set to 3.06 u/hr and adjusted down to 2.6 u/hr at 10:00pm. Basal rates have since been adjusted down throughout the day. There were no obvious requests or deliveries that would cause bg levels to drop. Basal rate may have been adjusted to high, and has since been lowered. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 38-51 (mg/dl). Reportedly, the customer's bg levels tended to decrease during the night. To treat the low bg level, the customer consumed juice and ate cereal. Reportedly, the customer's health care provider recently adjusted the pump settings.